Manufacturer narrative:
(B)(4). Method: the inspiratory and expiratory limbs of the breathing circuits were tested for damaged pins. Results: a heater wire pin on the inspiratory limb of the breathing circuit was bent. A lot check revealed no other complaints of this nature for lot number 100226. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).

Event description:
A customer contacted baxter?s global technical service center requesting assistance ending therapy on the homechoice machine during the initial drain. The home patient (hp) stated she needed to end therapy due to a supply bag falling off the table and disconnecting from the tubing. Assistance was given to end therapy and the hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
A hospital in (B)(6) reported that they could not connect the inspiratory limb of an rt200 adult breathing circuit to the heater wire adaptor. This was found before patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device is currently en route to the manufacturer. We will provide a follow up report on receipt of the device and completion of our investigation.